Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2015, patient experienced an intermittent antenna icon. No additional patient or event information is available.